Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the cartridges were filled with 300 units and the insulin gauge displayed 0 units when the customer felt there was approximately 70 units of insulin remaining in the cartridge. Subsequently, the customer did not perform the air removal step prior to loading the cartridge. There was no impact to the customer's blood glucose level.